Manufacturer narrative:
This event was inadvertently filed. This event is not reportable.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was cracked and unresponsive. There was no reported adverse impact to the customer's blood glucose level. No additional information was reported.